Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. Inflation was performed twice at 14 atmospheres for 1 minute. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.